Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device screen was shattered, rendering the display unreadable and preventing user interaction, and a replacement device was arranged while the user transitioned to backup injection therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention beyond reverting to backup therapy, and no hospitalization. Investigation included customer interview and logistics review for replacement and return. Investigation of this device revealed a damaged display component consistent with physical damage, with no indication of device malfunction beyond the cracked screen and no alarms reported. It was concluded, based on established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.